Event description:
Per the clinic, the patient underwent skin revision surgery (B)(6) 2013 due to thick skin flap; during the same surgery, a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correct catalog number is 92132; not 92127 as previously reported. Correction: the patient did not receive a new abutment on (B)(6) 2013, as previously reported. This report is filed october 29, 2013. Implanted device remains.